Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up premature battery depletion was noted on the implantable pulse generator (ipg) resulting in ho spiralization of the patient for observation. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the device was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further that the right ventricular (rv) lead exhibited high thresholds. Both the lead and device were therefore explanted. No patient complications have been reported as a result of this event.